Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 7300tfx29 valve underwent a valve-in-valve procedure due to severe heart failure in the context of severe stenosis (mean 34 mmhg) and regurgitation after an implant duration of seven (7) years and six (6) months. As reported, the patient had a very high risk for re-do cardiac surgery having both surgical mitral and aortic valve replacement at separate operations in 2014. Her recovery from each cardiac surgery was prolonged and required her chest to be left open for prolonged periods. A 29mm sapien 3 valve was successfully implanted in the mitral position in replacement. Gradient was 2 mmhg after mitral valve replacement. The patient was noted as to be alive after the procedure. As reported, the hospital did not have any further information for the event.